Manufacturer narrative:
H3: analysis of the b35200 percept implantable neurostimulator (serial number (B)(6) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient programmer (pp) showed the implantable neurostimulator (ins) was at end of service (eos). The patient had increased parkinsonian symptoms. The surgeon inquired, why the ins only lasted approximately 2 years. Diagnostic tests, program setting and usage history could not be examined, as the ins was at eos. It was unknown, if there were any contributing factors. The patient and caregivers had not been routinely checking the pp. Successful ins replacement was performed on (B)(6) 2024. The issue was resolved.